Event description:
The pt was implanted with a left ventricular assist device (lvad). The pt has not had any problems except for a superficial sternal skin wound infection that was treated with vancomycin. A routine download of the log file was done on the system controller and found that the date/time had been showing days on the device instead of the date. Also at approx 51 days the clock was reset, the data was shown twice for the same time of 8:51 am. The date stamp went from "51 days" to "(B)(6)2012". The pt does not recall any alarms and in fact is feeling quite well.

Manufacturer narrative:
The system controller was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.